Event description:
It was reported via repair work order that the brakes would not engage due to detached crank arms from the cams on both head end and foot end brake crank assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.